Event description:
It was reported that the burr hole device screws are hard to access and screw in. The channel seems to be too deep and the head of the screw and screwdriver never seem to fit together well causing the surgeon to struggle. The screw and burr hole disgn need to be updated per the surgeon. The burr hole device screws were taking out and used 5mm self drilling cranial palting screws. The issue was resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID b32000, lot# 082m03324a, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(6), ubd: 02-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Doctor believes that it is the design of the new crucible screw head and the long guide posts that are the cause of the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.